Manufacturer narrative:
Concomitant medical products: 429888 lead, implanted: (B)(6) 2018. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was removed due to infection. A temporary pacing system was utilized while the patient received antibiotic treatment and the patient later received a new system. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed and no anomalies were found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.